Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during lead attempted implant, poor measurements were obtained and the lead removed from the procedure. Upon explant, it was noted the lead tip was deformed and tissue present. The lead was discarded with no resulting adverse patient effects.